Event description:
A malfunction on the pump was reported by the caller. There was no additional information provided regarding the impact on the customer's blood glucose level. Tandem technical support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur. The caller was instructed to continue using the pump and to contact support again if the malfunction reoccurred, which the caller acknowledged.